Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes the blood is pooling at stopper well. The following information was provided by the initial reporter. The customer stated: we have found that blood pooling on top of vacutainers, it is happening again. I already complained about this in 2018 and it was resolved, but unfortunately has recommenced. It happens with the 21gx1" needles more so than the22g. This is a health and safety issue and needs resolving.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of pooling in the stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.